Manufacturer narrative:
Initial

Event description:
It was reported that the user¿s continuous glucose monitor (cgm) was not available. The ilet displayed a ¿dosing stops soon¿ alert, and the user contacted support; the agent instructed the user to perform a fingerstick and enter the blood glucose value into the pump, which the user completed with a reading of 189 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included continued therapy use with manual blood glucose entry and no need for medical intervention. Investigation included customer support troubleshooting and user education on manual blood glucose entry and sensor replacement timing. Investigation of this case revealed that the device functioned as designed by issuing a dosing suspension warning when no cgm data were available, and performance was restored by user-entered blood glucose without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user operation in the absence of an active cgm with appropriate device alert behavior and resolution through standard use instructions.